Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.